Manufacturer narrative:
The dealer retrieved the stroller from the family and after performing tests, found that the seating system was staying latched onto the base and unable to duplicate the failure. Past incidents investigated by sunrise medical's quality investigators and r&d engineers have found that there were several human factors involved but none including a malfunction or product defect, such as: improper mounting of the seating system by the care provider, where an audible click is heard when the seat is properly latched to the base. Straps on the seat back system were not cleared out of the way when the seat was mounted on the base and obstructed the latch from connecting properly. Based on the current risk assessment of this product, the health risk in the health risk assessment (hra) occurrence scale is improbable. Therefore, a field corrective action (fca) is not required. The dealer is making arrangements to return the stroller for further evaluation. If any new relevant information is found from the evaluation, a supplemental report may be filed.

Event description:
Per dealer, pam wilks, the client stated that the seat came off the base and the seat flew off and fell forward and the child suffered a brain bleed. Medical attention was provided.